Manufacturer narrative:
Correction to h6 "component code" of the initial report, "4756 - appropriate term/code not available" is being corrected to "3123-tip and 579-plug". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the z-block but the type of the material cannot be identified. It is likely that the material could not be removed due to physical damage noted on the device where the foreign material was detected. The gap noted on the distal is was likely a result of physical or chemical stress applied to the distal end during handling by the user. However, a definitive root cause for the reported events cannot be determined. The event can be detected by following the instructions for use which state: -inspection of the endoscope. The event can be prevented by following the instructions for use which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the foreign material in the z-block and gap in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
Additional information: h6 investigation findings.